Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while setting up prior to a gastric bypass, the scrub discovered that the spike was loose in the anvil. It fell/pulled out easily. The device could not be loaded. A new one was opened to complete the case. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: approved verbiage: post market vigilance (pmv) led an evaluation of one instrument. Visual inspection noted that the introducer center rod was disengaged from the cone head. A review of the device history record indicates this product was released meeting all medtronic quality release specifications. However, a manufacturing fault was identified during product analysis. The root cause was identified as a welding issue. Improvements were initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.